Manufacturer narrative:
The customer reported that on (B)(6) 2024 a patient exited the p3200 versacare bed, fell, and fractured their left femoral neck and left acetabular wall. The customer recently reached out to baxter after self-reporting of the event to joint commission resulted in a request for a vendor review. As the event occurred in april, it was not possible to retrieve additional information regarding the reported injury, including medical and/or surgical intervention required and patient outcome. The serial number of the bed involved in this event was also not provided, as it was not take out of service, and the serial number was not documented. The versacare® bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The bed exit alert feature provides an audible and visual alert notification to the caregiver team. However, it is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The device IFU states "the bed exit alarm system has three modes: patient position/patient movement, bed exiting, and out-of-bed. The patient position/patient movement mode alarms when the patient moves towards either siderail or moves away from the head section, such as sits up in bed. This mode should be used when a caregiver wants to be alerted when the patient begins to move. The bed exiting mode alarms when a patient moves away from the center of the bed towards an egress point. This mode should be used when a caregiver wants to be alerted when a potential egress is attempted. The out-of-bed mode alarms when the patient's weight shifts significantly off the frame of the bed. This mode should be used when a caregiver wants the patient to move freely within the bed, but to be alerted when the patient leaves the bed. When the bed exit feature is armed and it detects an alert condition for the bed exit mode setting, the following occurs even if the patient returns to the bed: an audible alert comes on, the bed's amber alert silence control indicator flashes and a priority nurse call is sent to the nurse¿s station (for beds equipped and connected to a nurse call communication system). During follow-up with the customer, it was noted that at the time of the event, there had potentially been an issue with the bed connector cable, and that a non-baxter cable had been used. Nurse call reports for the room and date of the reported event were generated and analyzed, and it was determined that the bed was offline at the time of the fall. In this event, it was reported that the patient suffered a fracture of their femoral neck and left acetabular wall as a result of a fall with a p3200 versacare bed. No details of the treatments provided to the patient were provided at this time, however, it is reasonable to conclude that the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function, concluding a serious injury occurred. Additionally, the exact cause of the reported event is undetermined at this time as the serial number of the bed involved was not provided, and a device inspection could not be performed, however, a use error/misuse of the device cannot be ruled out as the bed was noted to be offline at the time of the event. Prevention of this type of events is outlined in the device IFU. If any additional and relevant information is received, the case will be re-assessed accordingly.

Event description:
The customer reported that on (B)(6) 2024 a patient exited the p3200 versacare bed, fell, and fractured their left femoral neck and left acetabular wall. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).